Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. There was no reported adverse impact to customer's blood glucose level. A replacement wall power adapter and usb cable was sent to the customer to resolve the issue.